Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a second valve was implanted for an unknown reason. Additionally, a vascular complication and ischemic cerebral vascular accident (cva) with hemiparesis occurred. No further information has been provided. No additional adverse patient effects were reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.